Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and (B)(4) .

Manufacturer narrative:
Additional information: additional information received indicated additional issue of "iritis" with the patient. Additional patient code: 1940 - iritis. The following field was updated accordingly to capture the additional patient code for the reported iritis issue. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Healon is not an implantable device. Healon is not an implantable device; therefore, not explanted. (B)(6). The healon is not returning for evaluation as was used-up during surgery; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, labeling, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the patient had cataract surgery in the right eye and healon pro ovd (ophthalmic viscoelastic device) was used during surgery. At the 1-day postoperative visit on (B)(6) 2019, severe edema was observed during the ocular exam. The subject was prescribed antiedema eye drops 4 times per day and anti-edema ointment. A secondary surgical intervention was not performed. The investigator considered the event serious/sight-threatening, probably related to the device and anticipated. The site typically uses dispersive ovds and indicated that the surgeon thinks that the cause of the event is due to using a cohesive ovd during the surgery. No additional information was provided.